Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software version 2.0.1700. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for spinal pain indications. It was reported that the patient kept getting stuck at 90% and got service code: 338. Technical services (ts) assisted the patient in deleting the data. The patient was able to get connected and deliver a bolus without having any further issue. The patient then also mentioned having the lockout duration change. Ts reviewed information and redirected the patient to their managing healthcare provider (hcp) for further assistance.